Event description:
Hcp reported that in 2002, the patient experienced increased spasticity of the leg and abdomen. On 7/2002, the hcp did an x-ray and found a bend of the connector between the pump and the catheter. The doctor found he could not withdraw fluid from the access port and suspected a catheter occlusion. The catheter was replaced on 7/2002. It was also reported that on 7/2002, the programmer recorded 8.8ml as the residual drug in the pump and the doctor withdrew 8.8ml from the pump. On 7/2002, the patient was receiving baclofen at the rate of 100mcg/day. Prior to the replacement, the dosage was approximately 400mcg/day. The hcp will provide follow up, information as to the patient's outcome. A follow up report will be sent when this is received.